Event description:
Reported that there was communication between two lumens. A dye study was done & appeared normal as fluid was getting into the vascular system. Removed 5/23/97. Tip was cut off for culture.